Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure on (B)(6) 2010. According to the complainant, a hole was noted in the balloon. Attempts have been unsuccessful to obtain additional information.

Manufacturer narrative:
Visual examination of the returned device revealed that it was returned with its outer pouch packaging and that it was attached to a leveen inflation device filled with a liquid substance. Attempts to inflate the balloon to its rated burst pressure (rbp) failed due to a pinhole leak located in the balloon material approximately 25mm distal to the proximal transition zone. A tactile examination of the shaft of the balloon dilation catheter found no anomalies.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure on (B)(6) 2010. According to the complainant, a hole was noted in the balloon. Attempts have been unsuccessful to obtain additional information.